Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC was inserted (B)(6) 2024. Patient¿s PICC line was leaking from the exit site when being flushed. PICC removed. PICC line still intact after removal, with the initial length of 52cm and trimmed length of 45cm. PICC line flushed after removal and leak observed between the 5cm and 6 cm mark. No other information provided, at this time.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-05158 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-05045.

Event description:
It was reported that the PICC was inserted on (B)(6) 2024. Patient's PICC line was leaking from the exit site when being flushed. PICC removed. PICC line still intact after removal, with the initial length of 52 cm and trimmed length of 45 cm. PICC line flushed after removal and leak observed between the 5 cm and 6 cm mark. No other information provided, at this time.